Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was returned because of a low monitoring voltage noted prior to implant. The ICD was not implanted.